Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours or off). The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an alarm causing insulin delivery to stop. The customer reviewed the pump history and found that an auto-off alarm occurred. The customer stated that the last interaction with the pump was after dinner the day before. The customer's blood glucose level was not impacted. The customer acknowledged that prior to changing the auto off feature, it would be discussed with a health care provider.